Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was observed that the atrial lead was dislodging even after several attempts of repositioning at different sites in the right atrium. The physician removed the lead and replaced it. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
Analysis found that a complete lead was returned in one piece measuring 52.2 cm. The damage found was sustained during the surgical procedure. The lead was otherwise normal.